Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is still receiving therapy and is able to communicate with the implantable neurostimulator (ins) using the patient programmer. The patient is also able to change the stimulation parameters. However, it is not possible to interrogate the ins using the clinician programmer. The application keeps searching for the ins and is not able to start any interrogation/get serial number information. The message "no device found" is seen on the clinician programmer. It was tried to interrogate the  ins with three different tablets (tablets were up to date) and different communicators, but it was still not possible to find and interrogate the ins. Technical services requested logs from the manufacturer representative (rep) to determine the cause of the event, and if this is a tel-n lockup for the ins. After receiving and looking at the logs, it was noted it appeared to be a tel-n lockup for the ins based on the event and the firmware version of the ins being the older version 02.01.00. They recommended a reset with the special tablet to restore clinician programmer communication with the ins. No symptoms were reported. Additional information was received stating the issue was not since resolved. It was noted when initially trying to interrogate the implant, the implant was not able to be reset via any of the clinician programmers that were used. It was noted the patient handset was able to turn the implant on or off. Logs were provided by the manufacturer representative, and technical services confirmed the implant was affected by the tel-n lock-up and would need to be reset. The rep informed the healthcare provider (hcp) who was going to inform the patient. A date for the reset appointment was still to be determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The confirmation form must be completed during the reset procedure along with the form in ins reset procedure. The final date of the appointment is still to be determined. The technical services team will be travelling to this customer to reset this ins somewhere next week (or soon after).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins was successfully reset on (B)(6) 2025. Issue was resolved.